Manufacturer narrative:
Continued h.6 health effect - impact code: f2203 . A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side "swollen" imaging states "possible intracapsular rupture as well as right side implant smaller than left side." Healthcare professional later reported capsular contracture, baker grade iii and exchange. Healthcare professional later reported no rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: white particles observed on the surface of the shell. Creases were observed. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported a right side "swollen" imaging states "possible intracapsular rupture as well as right side implant smaller than left side." Healthcare professional later reported capsular contracture, baker grade iii "hematoma," and exchange. Healthcare professional later reported no rupture. Device has been explanted.